Manufacturer narrative:
The insulin pump alarmed button error and no esc button response due to corroded keypad trace. No button error alarm noted during testing. The insulin pump was received with minor scratches on display window, cracked case on display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The device was in the customer's bra, facing her skin. Customer's blood glucose was 354 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.